Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering an alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. The patient was checked in clinic as per ts suggestion. The cause of the abnormal measurements was not conclusively determined and no abnormality was noted in the chest x-ray performed. Nevertheless, the crt-d exhibited a 6 months decrease in the remaining battery that was attributed to the excess energy consumption caused by the elevated rv lead impedance. The physician decided against defibrillation threshold (dft) testing. The patient was scheduled for an additional consult. At this time, this lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering a alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. At this time, this lead remains in service and no additional adverse patient effects have been reported.

Manufacturer narrative:
This supplemental report is being submitted to include an impact code to better reflect the case. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. This report is being submitted to update the section b5. Describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering an alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. The patient was checked in clinic as per ts suggestion. The cause of the abnormal measurements was not conclusively determined, and no abnormality was noted in the chest x-ray performed. Nevertheless, the crt-d exhibited 6 months decrease in the remaining battery that was attributed to the excess energy consumption caused by the elevated rv lead impedance. The physician decided against defibrillation threshold (dft) testing. The patient was scheduled for an additional consult. At the time, the lead remained in service and no additional adverse patient effects have been reported. Moreover, additional information received indicated the crt-d system delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular rate and declared a code 1005 due to a high voltage shock delivered with an out of range (oor) shock impedance measurement. As result, the patient was admitted to the hospital. The treating physician suspected this rv lead tip encapsulated leading to the oor impedance and low intrinsic amplitude. Ts explained shock in open circuit should not damage the device. Nevertheless, suggested replacing the crt-d as the battery was less than a year away from depletion. There was no immediate action taken against the rv lead; however, defibrillation therapy was deactivated. The system remains implanted and in service as pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that during the last year, this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensed far-field noise signals in the right atrial (ra) channel. Additionally, the right ventricular (rv) lead exhibited low fluctuating amplitude measurements and a progressive increase of the shock impedance, surpassing 160 ohms and triggering an alert. Boston scientific technical services (ts) reviewed the stored episodes of the crt-d and noted both lead measurements have increased in the month prior to the alert. Ts stated the sudden increase of both lead measurements could be related to the patient condition or a medication change. However, the elevated amplitude and morphology of the noise captured in the latest atr events suggests there could be ra lead impairment. Moreover, ts concluded unintentional lead touching or fretting could also be the cause of the issues. Ts recommended testing the system in person by running real time electrograms (egm), measuring the impedance several times, performing manipulations to test the pacing capabilities across postures and taking a chest x-ray. The treating physician received the suggestions. The patient was checked in clinic as per ts suggestion. The cause of the abnormal measurements was not conclusively determined, and no abnormality was noted in the chest x-ray performed. Nevertheless, the crt-d exhibited 6 months decrease in the remaining battery that was attributed to the excess energy consumption caused by the elevated rv lead impedance. The physician decided against defibrillation threshold (dft) testing. The patient was scheduled for an additional consult. At the time, the lead remained in service and no additional adverse patient effects have been reported. Moreover, additional information received indicated the crt-d system delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular rate and declared a code 1005 due to a high voltage shock delivered with an out of range (oor) shock impedance measurement. As result, the patient was admitted to the hospital. The treating physician suspected this rv lead tip encapsulated leading to the oor impedance and low intrinsic amplitude. Ts explained shock in open circuit should not damage the device. Nevertheless, suggested replacing the crt-d as the battery was less than a year away from depletion. There was no immediate action taken against the rv lead; however, defibrillation therapy was deactivated. The system remains implanted and in service as pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. This report is being submitted to update the section b5. Describe event or problem. If information is provided in the future, a supplemental report will be issued.